Event description:
While rapidly transfusing packed red blood cells into a patient during resuscitation in the etc and trying to disconnect the spike from the infused bag of blood, the tubing came apart, leaving the spike in the infused bag of blood.